Event description:
It was reported that the balloon of the evis eus bronchofibervideoscope did not deflate and the tip of the scope was damaged. This was found during reprocessing for a diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. Other evaluation findings are as follows: the bending section cover glue had a leak and a crack; the insulation resistance at the probe and the ultrasonic electrical connector were not within standard values; the bending section cover had a hole; the evis image was blurry and the oes image was foggy; the bending section was detached from the distal end; and the angulation was low. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.